Event description:
It was reported that the pt is complaining of pain in his left knee. Pt is also reporting that his knee is making a ratcheting noise. Pt is experiencing swelling and notes that the leg is crooked since having the surgery. Pt states that he has had x-rays and also went to a different orthopedic surgeon to get a second opinion.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.